Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - scale marking issue. One photo was provided to our quality team for investigation. The photo shows two fully assembled 3 ml ll syringes with nearly all scale markings missing. This condition is non-conforming to the product specifications. The potential root cause for the missing print defect is associated with the marking process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns had a scale marking issue. The following information was provided by the initial reporter: there is either one dot, two dots or none and they occur in the same place. This problem affects multiple items and it is on all the batches we have in stock. So far it has been reported to us on items 3001489 (301073), 3001490 (301027) and 3009101 (309648). This is info I´ve received from our production. We were informed by the factory that the syringes from the manufacturer bd have black dots on them. There is either one dot, two dots or none and they occur in the same place. This problem affects several articles and it is on all batches that we have in stock. So far this has been reported to us for items 301073(3001489), 301027(3001490) and 309648(3009101). The dots are located on the outside and we believe that this may be some kind of marking. However, this is not a serious defect and the articles can continue to be used. We also found syringes on which the scale is less visible or not visible at all.